Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed for patient burn based on the nature of this adverse event; no sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. DHR review was not conducted since there was no reported probe lot number and ship history lot review was not performed since probe item number is unknown. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference#: (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference # (B)(4).

Event description:
As reported: 1500xrf generator - they are having trouble with the probes and they are producing burns to the patients, 3 just in the last few weeks. Priming the machine is not working either. It was reported that the disposable device is not available to be returned to the manufacturer for evaluation.